Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer stated that the insulin pump was moisture exposure.the customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error due to heavily corroded electronic assembly. The motor and battery tube assemblies were heavily corroded as well. Unable to perform functional tests including rewind, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error.